Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.